Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace in mitral position by right femoral vein in which one device was implanted. Approximately three months and a half after the procedure, there was persistent lateral mitral regurgitation jet. Patient with degenerative mitral regurgitation (dmr) with no dense chords affecting grasping area. After the procedure the mitral regurgitation (mr) was reduced from severe to mild. Approximately three months and a half after the procedure it seems pascal was still partially attached to posterior mitral leaflet. The mr increased to moderate/severe and had to be treated again. One pascal ace was placed next to the first device and the mr was reduced to trace. Patient was stable after the redo procedure.